Manufacturer narrative:
H3 evaluation of the returned device found when the multimeter was not measuring voltage or continuity, the test of applying weight would not cause the fall monitor to enter monitoring/armed state. The only time the alarm was able to enter monitoring/armed state was when both thumbs were placed in the same location and putting as much weight as possible on that the same location of the sensing material. It is believed that the probes and circuitry within the multimeter were helping to make the sensor continuity easier to achieve. Possible cause is due to high resistance within the sensing film that is inhibiting the circuit to close when weight is applied. This means the pcba board does not see a completed circuit, and therefore does not send a message to the fall monitor to activate. Additionally, it was reported product was left in car for 3days with air temperatures reaching about 112f. These sensors are only tested to temperatures of 50c (122f) per tidi design requirements. Another possible cause is the high heat may be a contributor to the sensing film failure. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states, if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. All complaints are trended and reviewed by management on a monthly basis. As part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. No corrective or preventative actions are necessary at this time. Manufacturer reference file (B)(4).

Event description:
Reported complaint via email. Tm successfully paired alarm to toilet sensor (blue light, audio), but after placing on toilet bowl with seat on top and sitting on, the toilet sensor would not activate. For context, toilet sensor was left unopened for several days in car in heat.